Event description:
Litigation papers allege pain and excessive metal ion levels. (Chromium:8.2, cobalt 12.9).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/23/15- medical records received. After review of the medical records for MDR reportability, a revision operative note was provided. The revision operative note indicated pain and pseudotumor. The sleeve and stem are being added to the complaint for the previously alleged high metal ions. The complaint was updated on:10/19/2015.